Event description:
Dexcom g7 15-day sensor failed when it reached 7 days of use. Error code received saying "brief sensor error" for an extended period of time, rendering the device unusable. This was a major safety concern, as I depend on my sensors operating according as they are advertised for me to know my glucose values.